Event description:
A malfunction alarm with code malf 12 was reported, and assistance was provided to reset the pump. The impact on the customer's blood glucose level was not reported. However, no adverse impact was indicated. Technical support assisted the customer with the pump reset, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.